Manufacturer narrative:
Unit received with blank display due to battery tube connector not fully connected into interface board. Unable to verify button error alarm or button/keypad anomaly. No moisture damage on electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked case at display window corner, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Event description:
Customer reported via phone call to have moisture under display screen due to going into the ocean. Customer's blood glucose was 147 mg/dl. Customer was advised that insulin pump would need to be replaced.